Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip could not be separated from catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6), 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not release from the catheter. The clip was then pulled off the tissue and the procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6)2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not release from the catheter. The clip was then pulled off the tissue and the procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip could not be separated from catheter. Block h10: investigation results. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly detached from the bushing but attached to the control wire, evidence of soft deployment. Additionally, the device was returned without the over-sheath. Microscopic examination was performed, and it was found that the capsule bottom part was damaged, and the first activation was not performed. No other problems with the device were noted. The reported event of clip could not be separated from catheter was not confirmed. The device was returned with the clip assembly detached from the bushing but attached to the control wire, evidence of soft deployment, and with the capsule bottom part damaged. There were no signs of activation found on the clip. It is possible that during unpacking of the device, the clip was hit against a hard surface causing the damage on the capsule, and lifting the locking tab, which function is to attach the clip to the bushing. Therefore, with this component lifted, there was not enough subjection between the clip and the bushing, causing the found problem of clip assembly being deformed. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.